Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant products: mentor smooth round moderate plus profile 325cc saline prosthesis, catalog #3502325, serial number # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation with a mentor smooth round moderate plus profile 325cc saline prosthesis experienced spontaneous left sided deflation post procedure. The patient visited the physician¿s office and received a medical diagnosis for the deflation. As a result, an explant is planned for (B)(6) 2020.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on february 19, 2020. Additional information was received on february 24, 2020. The device was explanted without replacement. In addition to the deflation reported, breast ptosis was an indication for the explant surgery. The investigation of the returned device was completed by the failure analysis lab on march 2, 2020. Device evaluation summary: the account reported that the patient experienced a deflation of the breast implant. A manufacturing record evaluation (mre) was performed for the finished device number 6763004, and no non-conformances related to the reported complaint were identified. During visual evaluation of the device a crease was found on the anterior expending to the posterior view, additionally in the posterior view a tear measuring approximately 0.9cm within the crease was noted. The evaluation determined that the rupture is consistent with a crease/fold rupture. These kind of findings is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).